Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal (fem-pop) vein using an indigo system separator 8 (sep8). During the procedure, after using the sep8 with an indigo system aspiration catheter 8 (cat8) for about ten to fifteen minutes, the physician noticed that the sep8 bulb sheared off from the sep8 wire inside the cat8. Once the sep8 became damaged, the physician began to encounter resistance and had difficulty retracting the sep8 back into the cat8. The sep8 bulb got caught inside the cat8 and therefore, both devices were removed from the patient. At this point, the physician wanted to use a different treatment option so the procedure was completed using another manufacturer's device. There was no report of an adverse effect to the patient.